Manufacturer narrative:
Note that information references the main component of the system and other applicable components are product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
The patient reported a loss of stimulation. The patient stated her patient programmer showed the implantable neurostimulator (ins) was half full but when she would increase stimulation she wasn't able to feel stimulation. The patient stated she had stimulation turned up pretty high. The patient stated her implant battery was dead and she could not charge it. Signs and symptoms included no stimulation and not able to charge the implantable neurostimulator (ins). Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator. Relevant medical history includes failed back surgery syndrome and spinal pain.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.